Event description:
The facility reported an infusion pump with bad batteries. The failure was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.